Event description:
It was reported to manufacturer via an implant card received from an implanting hospital that the vns pt underwent surgery where the lead and generator were replaced due to a lead discontinuity. Further follow up with the surgeon's office revealed that there were no x-rays taken prior to surgery to assess the continuity of the system and there was no manipulation or trauma reported that could have contributed to the lead discontinuity. Good faith attempts to obtain additional info from the pt's treating epileptologist have been made, but have been unsuccessful to date. The explanted lead and generator will not be returned to manufacturer for analysis due to their legal policy that explants are not released for 7 years following explantation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.